Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping and unspecified tissue injury (torn posterior leaflet) appears to be related to patient conditions (significant calcification throughout the mitral ring resulting in fragile leaflets). Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. A xtw was placed on the valve successfully but with difficulty grasping the posterior leaflet. When attempting to implant a second xtw, residual mr increased. The clip was brought back to the atrium and the valve was observed. A tear in the posterior leaflet on the first clip arm was found. It was decided to then abort the procedure and remove the second clip. In the physician's opinion the tear could be related to significant calcification causing fragile leaflets. The procedure ended with mr reduced to grade 3.